Event description:
The facility reported smoke/burning components during biomed testing. The device had been sent to biomed testing to get the batteries changed. When the batteries were being put in the device, smoke was coming out of the front bezel and burnt components were found on the bottom of the user interface module board.